Event description:
It was reported that after pre-dilation of the internal carotid artery, plaque rupture occurred. The physician deployed a stent to stabilize the plaque to prevent a suspected thrombosis. The patient was discharged without any residual effects.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that upon after pre-dilation of the internal carotid artery, plaque rupture was observed. The physician placed a stent to stabilized the plaque in response to the event. The patient was discharged wtihout any residual effects.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that after pre-dilation of the internal carotid artery, plaque rupture occurred. The physician deployed a stent to stabilize the plaque to prevent a suspected thrombosis. The patient was discharged without any residual effects.